Event description:
It was reported that during a coronary stenting treatment procedure, a stent damage occurred. The physician could not cross the lesion with a liberte bare 4.0 x 20 mm stent. The lesion being treated is unk. The "pt suffered from stenosis of proximal right coronary artery (rca) that heavy calcium in proximal rca could be seen under the x-ray". The lesion was pre-dilated with an unk 2.5 x 15 mm balloon. Due to significant resistance encountered during insertion, the stent could not be advanced to the lesion. The physician withdrew the stent delivery system (sds) out of the pt body and noticed the proximal edge of the stent was flared. The procedure was completed with a different device. No pt injuries or complications were reported. The pt condition was noted as "stable".